Event description:
The contact at the hospital reported that the enterprise stent (details unknown) was stuck in the prowler select plus microcatheter (606s255fx/15394947) when the physician pulled out to deploy through the vessel. So he pulled out the microcatheter with the stuck enterprise stent together. The enterprise stent was in the microcatheter. It is unknown how the procedure was continued. At the time of initial contact the microcatheter was available for return.

Manufacturer narrative:
Additional information was obtained: lot and catalog # added. The stent prematurely deployed in the microcatheter. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter at all times. There was no difficulty during introduction of the catheter over the guidewire prior to advancing the enterprise. Another device reportedly advanced through the microcatheter without difficulty. It is unknown what the device was. There was no difficulty tracking the catheter to the target site or excessive manipulation/torquing required prior to the introduction of the device. There were no kinks noted on the catheter before or after the difficulty. There was no significant clinical delay to the procedure as a result of the issue.

Manufacturer narrative:
The stent was not returned therefore the root cause of the issue cannot be determined. The lot # was not provided therefore the DHR review could not be performed.

Manufacturer narrative:
The product will not be returned for analysis. Since the product is not returned, the root cause of the issue cannot be determined. Additionally, a device history record review cannot be conducted because the lot # was not provided. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI is unavailable. This report is related to MFR report #1058196-2015-00016.